Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that ventricular noise reversions were observed in stored egms. The ventricular lead had a history of high lead impedance. The lead would be monitored.